Event description:
It was reported that a high impedance of 40000 ohms was detected during an impedance check. The high impedance was not observed on the day of surgery. Troubleshooting steps included an impedance check and reprogramming using the lead without impedance issues. The issue was resolved. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Product ID 977a260 serial# (B)(6) implanted: (B)(6) 2018 product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.